Event description:
The events of ¿peri-implant seroma¿, ¿folding¿ and ¿film removal¿ were later reported.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The event of peri-implant seroma did not occur on the right side.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ red particles observed on the surface of the shell. ¿ yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.